Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down. Subsequently, it was reported that an unspecified malfunction occurred. Customer's blood glucose level ranged from 130 mg/dl to 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.